Event description:
It was reported that a revision surgery was performed due to aseptic loosening of the tibia.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, although aseptic loosening reportedly led to the revision, insufficient clinically relevant supporting documentation was provided; therefore a thorough medical investigation cannot be performed. The patient impact beyond the revision itself cannot be concluded. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.